Manufacturer narrative:
Concomitant medical products: 620rg23 heart ring, implanted: (B)(6) 2012. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that there was an issue with the "original device" resulting in replacement. Additional information obtained via follow-up indicated that approximately four months post-implant, the left ventricular (lv) lead was dislodged and the right atrial (ra) lead exhibited diminished sensing. The lv lead was explanted and replaced and the ra lead was repositioned. No patient complications have been reported as a result of this event.